Event description:
It was reported that on (B)(6) 2024 the patient's father noted that the mcot monitor was charging on and it was noted that something smelt like it was burning. The patient's father realized that mcot monitor charger was melted inside of the monitor. No injuries were reported. A replacement kit was sent.

Manufacturer narrative:
It was reported that the patient was charging the c6 mcot monitor and the patient started to smell something burning and it was noted that the charger was melted inside the monitor. The device was returned for investigation. Engineering evaluation was able to confirm the burn event. During visual inspection the charging port was visibly burnt although there is no evidence that the monitor itself was the source of the burn. Overheating and melting of the charge cable is a known product defect and is being further being investigated by philips am&d.